Manufacturer narrative:
No pt information as no pt was present in this concern. Per RMA a new monitor and monitor cable were sent to site for replacement. Per evaluation of returned items. Ran the monitor for 2 days and the lcd image went black. Cycled the power and the (B)(4) logo is displayed and then it goes black. Does not display an image, monitor directly cause event. Monitor cable found no issue.

Event description:
Medtronic rep reported the monitor on the treon intermittently displayed "searching for input" and then returned to normal. Event did not occur during surgery and no pt was present.